Manufacturer narrative:
Device used for treatment, not diagnosis. The outcome of scapulothoracic fusion for painful winging of the scapula in dystrophic and non-dystrophic conditions. Sewell md, higgs ds, al-hadithy n, falworth m, bayley I, lambert sm. 2012 british editorial society of bone and joint surgery br, 94-b; 1253-1259. This report is for an unknown one-third semitubular plate/unknown quantity /unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article. The outcome of scapulothoracic fusion for painful winging of the scapula in dystrophic and non-dystrophic conditions. Sewell md, higgs ds, al-hadithy n, falworth m, bayley I, lambert sm. 2012 british editorial society of bone and joint surgery br, 94-b; 1253-1259. This is a retrospective review of 42 scapulothoracic fusion (stf) in 34 patients with dystrophic and nondystrophic conditions using a multifilament trans-scapular, subcostal cable technique supported by a dorsal one-third semi-tubular plate (synthes, (B)(4)). There were 6 nonunions, 5 required revisions and 2 required revisions for fracture. There were 3 pneumothoraxes, 2 rib fractures and 3 pleural effusions. Stf is a salvage procedure that can provide good patient satisfaction of patients with both dystrophic and non-dystrophic pathologies, but there was a relatively high failure rate when poor outcomes were analyzed. Overall function was better in patients with dystrophic conditions which correlated with better range of movement; however, patients with non-dystrophic conditions achieved greater functional improvement. This is report 1 of 1 for (B)(4). This report is for an unknown one-third semitubular plate and all serious injuries. There was no reported device problem. This report is for one device.